Event description:
An unopened viral transport media collection kit, obtained from hunan runmei gene technology co., ltd., was noted to contain an insect. Kit for collection of specimen for respiratory virus testing.